Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745bp, lot#: nlh004925n, product type: accessory, product ID: 97745, serial#: (B)(4), product type: programmer, patient, product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's controller quit working as the controller displays that it's fully charged to 100%, however when the patient connected the recharger (rtm) to the controller to charge the ins, the controller displayed "battery 0% - cannot charge". They removed the lithium battery pack and tried using the controller to charge the ins with aa batteries instead. Patient services reviewed with the patient that he can use aa batteries to adjust settings on the controller, however the lithium battery pack must be inserted into the controller in order to charge the ins. They have rtm or ac power supply with him during the call. Patient services advised them to call back with the equipment present in order to troubleshoot and determine the exact issue to proceed. They called back the same day to state that they now has the equipment. They hooked up dtc and reports seeing controller was 60% charged and was currently charging. The patient then unplugged dtc and plugged in the rtm to initiate a charging session. The patient stated it was showing ins was charged at 60% and quality was excellent. The patient confirmed he was reading battery icons correctly. They stated this was what normally happened but after seeing the controller has a solid green light and the screen says controller was fully charged, he could only charge his ins for 5-10 minutes before it would stop and said controller 'battery low' and to recharge it. The patient states he was bedridden without his device. They were sent a replacement battery pack. They called back dec-03, and when he put new li battery in controller "it was doing the same thing. It will not find the device". The patient plugged in the recharger, confirming that the controller recognizes rtm was plugged in and appropriately. Their controller prompted prm, but all numbers on screen were zero and would not change when repositioned or removed from ins site completely. They stated prior to receiving new li battery, they were able to charge ins. The patient stated last night while charging ins, "something" came up on controller screen, but they could not recall what it was. They were able to charge ins following message but "only a little". The patient states controller indicated that the ins battery was empty. The patient stated during troubleshooting that the battery and box on rtm cord were getting very hot. The patient commented that prior to call, controller battery was 100%, then controller said charge empty and prompted the patient to plug controller in. When the controller was plugged in to wall ,controller did not indicate li battery was charging. They stated after wiggling cord controller began to charge. They stated that they were in pain were "useless without this (stimulation). I can't stand the pain". They called again on december 19th, stating that he was not able to charge with the new rtm and controller, shows cannot find device and he would see passive recharge mode screen. It was reviewed with the patient regarding passive recharge mode, and they understood and will continue to charge device. They called again on december 20th, and he was still not able to charge his ins. The patient stated when he tried the passive recharge mode he will see all 100's but he cannot connect to charge the ins. They stated they already had the controller and the rtm replaced. They sent a request to the repair team. No out of box failure was reported. No further allegations/complications were reported.